Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Sensor plug was properly seated in mount. Observed that the adhesive patch was intact and attached to the mount of the puck. The adhesive patch was not peeling away from the puck. Extended investigation has been performed for the reported complaint. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found. The investigation showed all processes were effective. No product deficiency was identified. Additional information; (device manufactured date) has been updated based on returned product download.

Event description:
Customer reported experiencing an adverse skin reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as rash, eczema, and redness and had contact with a healthcare professional who prescribed tridesonit 0.05% (desonide) steroid ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "15 days ago". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as rash, eczema, and redness and had contact with a healthcare professional who prescribed tridesonit 0.05% (desonide) steroid ointment for treatment. There was no report of death or permanent injury associated with this event.